Event description:
It is reported the workstation displayed communication error, the system would intermittently lock up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ccd camera and video controller were evaluated and replaced. The system was tested and found to be working as intended and returned to service.